Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: patient was on fentanyl drip, walked into room and rn noticed dripping/ puddle on floor underneath pump. 3 rn's in room inspected IV tubing and saw visible hole. Fentanyl bag was empty, pump did not alarm, fentanyl was wasted appropriately in accudose.

Manufacturer narrative:
Device expiration date: unknown. The customer's address is unknown: (B)(6) USA has been used as a default.  Device manufacture date: unknown. Investigation summary: a complaint of tubing having a hole was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.